Event description:
Describe event or problem: suspected deflation.

Event description:
Unilateral deflation right side with capsular contracture corrected with inferior capsulotomy right side. Unknown if initial use. Bilateral replacement with another brand.